Event description:
Additional information was received from the health care provider (hcp) through a study. The cause of the motor stall was not determined.

Event description:
Information was received from a physician via psr (product surveillance registry) regarding a patient receiving intrathecal compounded baclofen 1200 mcg/ml (dose 399.6 mcg/day), dilaudid 6 mg/ml (dose 1.9981 mg/day), clonidine 1200 mcg/ml (dose 399.6 mcg/day), and bupivacaine 30 mg/ml (dose 9.990 mg/day) in flex mode via an implanted pump. The baclofen lot number was unknown. Indications for use were listed as non-malignant pain and lumbar radiculopathy. On (B)(6) 2015 the pump status after update showed no change in the daily dose. Device interrogation on (B)(6) 2016 showed a pump motor stall and the programming date from the most recent refill prior to the event occurred on (B)(6) 2015. The elective replacement indicator (eri) was 3 months. The pump logs revealed the pump had stalled on (B)(6) 2016 without a recovery until (B)(6) 2016. The patient did not report any symptoms and had comorbidities including dementia. The pump eri was 3 months, but the pump would not be replaced as the patient was currently comfortable, on hospice care, and her disease was progressing. The event was related to the device or therapy and not related to the implant procedure. No action was taken and the outcome was unresolved with no further action planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.